Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the etco2 reading of the device is not coming.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the etco2 module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the etco2 reading of the device is not coming on.